Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has made multiple unsuccessful attempts to contact the customer, both in writing and via phone, to obtain additional information regarding the event. Neither the device nor the battery involved in the reported event have been returned to physio-control for evaluation despite numerous requests that they be returned. No response from the customer appears to be forthcoming.the cause of the reported issue could not be determined.

Event description:
It was reported to physio-control by the school nurse that a member of the school staff had attempted to discharge a non-rechargeable lithium sulphur dioxide battery (for use with a lifepak 500 AED) using a screwdriver when he observed a white "smoke" coming from the battery and an odor. The staff member, a male in his (B)(6), reported that he did not feel well and sought assistance from the school nurse. The staff member then went to an urgent care clinic for additional care. It is not known what treatment, if any, was provided to the staff member or if there were any adverse effects as a result of the reported issue. No further details about the staff member, or the event, were provided.

Manufacturer narrative:
Physio-control has performed a supplemental clinical evaluation of the reported event and determined that the event should have originally been classified as a serious injury. The staff member involved with the reported event was near the battery when it vented and, as a result, went to an urgent care clinic for medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.